Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer's sister took him to the emergency room visit. The hospital doesn't know what happened, they think if was the pump they took him off until he goes in for a follow to see his doctor. The customer declined speaking to the helpline.